Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, h3, h4, corrected: d4, serial number. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Though the device was not returned to olympus for valuation, based on the information available, it can be assumed that a component on the main body was damaged or loosened by excessive force due to an impact or by dropping the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the telescope had light visible at the outer tube. The issue was found during maintenance. There were no reports of patient harm as a result of this event.